Event description:
A report was received that the patient¿s ipg was not able to charge. The patient underwent a revision wherein the ipg was replaced. The patient was doing well following the procedure.

Event description:
A report was received that the patient¿s ipg was not able to charge. The patient underwent a revision wherein the ipg was replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Event date: (B)(6) 2013 additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Device evaluation indicated that the ipg (sn (B)(4)) passed the visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. In particular, device was tested per cis department communication protocol which measured telemetry functions sending both large and normal packets of data. Device exhibited normal telemetry functions. Initial analysis confirmed that the ipg battery was completely discharged when received into cis. In this state, the ipg would not perform telemetry functions with a remote control or provide stimulation and was the reason for the inability to link with the remote control.